Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (concentration and dose was unknown by the reporter) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 compatibility guidelines for CT scan/x-ray/pet scan were requested. There was no suspected problem with the patient's devices or therapy. They were trying to rule out an infection. The hcp was trying to determine the area of infection. The patient had a scan the day prior and the hcp was now looking at the abdomen as the possible location of infection. The ordering physician was an infectious disease physician. The diagnostics performed, actions/interventions taken and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.